Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an attempt to deploy a 3.0x15mm xience sierra stent was made; however, the balloon did not inflate; therefore the stent did not deploy. The stent delivery system was removed and the procedure was successfully completed with another unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem; however, factors that may contribute to inflation issues include, but are not limited to, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. The investigation determined the reported activation failure appears to be related to circumstances of the procedure as it is likely the reported inflation issues caused the activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling., it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation.